Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 148 mg/dl at the time of the incident. Customer stated that the pump has not been dropped. Customer mentioned that when she was speaking with another representative, she put in a new battery and now it won't go anywhere on the screen. Customer stated that she was getting a button error again. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The act button on the insulin pump had intermittent response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lip, battery tube threads, display window corners, lcd window, minor scratched lcd window, scratched reservoir tube window, and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.